Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage as well as compromised force sensor system alarm. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump had weak battery and insulin was squirting out. Customer also stated that the rewinding and priming longer than normal and the insulin pump had cracked and damaged to the battery cap. The device will not be returned for analysis.